Manufacturer narrative:
Additional information was received that the patient had low back pain due to lead migration. No next course of action at this time.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the stimulator would not charge.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Correction to the MDR fu#2 should have been 11-jan-2018.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.